Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin pump had critical pump error. The customer¿s blood glucose was high 400 mg/dl. The customer was treated with the manual injection. Troubleshooting was not performed for high blood glucose and performed for critical pump error. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The product will be returned for analysis.